Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in process. Once the investigation has been completed or if add'l info is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from (B)(6) stating that it was difficult to insert the cutter into the device. The device was not being used during surgery. It is unk if injury or medical intervention occurred. There was no add'l info provided.